Event description:
It was reported patient experienced ineffective therapy due to high impedances on the lead. Patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. During the procedure, the lead was found fractured. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.